Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were involved in a car wreck and the ins was not working since the car wreck. Patient also reported that they felt like the therapy was gradually worsen since the car wreck patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.